Manufacturer narrative:
A service engineer (se) inspected the device and found that the graphical user interface (gui) display inoperable was not turning on. The ventilator was noted to pass flow calibration and other tests and calibrations. The customer was noted to be the one to conduct the repairs and replace the head light emitting diode (led) printed circuit board (pcb). At this time, the ventilator has not been repaired. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the breath delivery (bd) lamp test of extended self-testing (est), the 840 ventilator safety valve open (svo) did not turn on the chassis when expected, only on the graphical user interface (gui). The ventilator was also reported to not pass the flow sensor calibration. The ventilator was not in use on a patient at the time of the event.